Event description:
The valve on one of the pump lines was not functioning, as a result some air entered the pt. Suction was switched to a different line. Appropriate de-airing procedures were carried out. Pt doing well.